Manufacturer narrative:
Operator of device: unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device emitted a double beep for no cassette during testing. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition, no apparent damage; the tamper seal was intact. There was evidence of the reported error in the event history log (ehl). The reported problem was not duplicated. During the investigation, the pump was giving the normal cassette removed alarm without the test cassette installed and was quiet with the cassette installed. Also, upon inspection, the downstream occlusion sensor appeared undamaged and there was no evidence of fluid ingression. No fault was found with the device. The downstream occlusion sensor however was replaced as a preventative measure. No root cause was determined. The product is beyond 19 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
: B5: the device serial number was updated from 375925 to 336326 on 01-sep-2022. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6400 h4: correction: device manufacturing date: 27-mar-2003.